Manufacturer narrative:
(B)(4). The mr340 reusable humidification chamber is a reusable humidification chamber for use with fisher & paykel heater bases. The chamber is used to provide humidification for intubated or non-intubated patients. Its low compressible volume makes the mr340 ideal for infant or neonatal applications. Method: the complaint mr340 reusable humidification chamber was received at the fisher & paykel healthcare regional office in (B)(4). Photographs of the damaged chamber were provided by our office and were visually inspected. Results: visual inspection revealed that the reusuable chamber dome was cracked. Conclusion: all mr340 chambers are visually inspected for cracks, dents and other cosmetic defects before leaving the production line and those that fail are rejected. The subject mr340 reusable humidification chamber would have met the required specification at the time of production. This suggests that the subject reusable chamber was damaged post production, possibly during transportation. The user instructions that accompany the mr340 reusuable humidification state the following: -"the following solutions should be avoided as they may cause the chamber to crack: ketones, formaldehyde, chlorinated hydrocarbons, hypochlorite, inorganic acids, aromatic hydrocarbons, phenol (>5%)." -"to prevent cracking, ensure that the water inlet port plug, and any other reusable components, are disconnected from the chamber before cleaning."

Event description:
A distributor in (B)(6) reported that an mr340 reusable humidification chamber was cracked. This was found before patient use.